Event description:
Overdelivery reported: the pump was programmed to deliver 1 liter d5w at 50ml/hr. Four hrs after the infusion was started, the 1 liter bag was empty. Upon discovery, the pump was stopped and the physician was notified. The physician did not give any add'l orders. There was no reports of any adverse pt effects. No add'l info is available.